Event description:
(B)(4) is the initial importer of the device which is a toilet seat. The device has not been returned for evaluation. We will file a follow-up submission when additional data is available. The elevated toilet seat was installed improperly. The clamp was tightened in the incorrect location. The user fell onto her knees and hit her head on the wall. She received bruises on her knees and elbows. She did not seek medical attention as a result of these initial injuries. The following day she had leg pain and tried to walk but fell. The day after the second fall, the user called an ambulance because they were unable to walk. An xray determined that the femur ball joint was completely detached. The user had surgery 2 days later to replace her hip. She was prescribed oxycodone, morphine, and fentanyl for pain.